Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, there was a problem in the feedback system of the device. Once the adapter was attached to the handle, there was no sound or light mechanism activated. The jaws of the reload would close but the device would not fire. A manual handle was used to complete the procedure.